Event description:
Customer reported the set was primed, the tubing was placed in the pump, the pump was programmed and shortly after the device started to infuse, fluid was seen dripping out of the pump. It appeared to be leaking just below the upper fitment. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.